Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca femoral head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported, "a pca head was switched out (implanted 25 yrs ago) during an acetabular revision that was not a stryker product."